Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Cause not determined. Actions will be determined from results of log file inspection. It may be determined that this is normal at the current settings. Has not been resolved. Rep reported they were was told that they would be informed of the result of the review of the log files by monday or tuesday 10/18. Planned actions will be determined when results of review are explained. Reviewed that there were no anomalies found on files that were reviewed and that eri was due to high settings. No reprogramming has been done - caller indicates that pt has not wanted to reduce their settings for therapy reasons and pt is still using 9.x ma on 2 programs. Discussed any changes they could consider to prolong ins life such as turning off at night or lowering any of the settings. Reviewed that pt would only get several more months from ins at current settings, running it 24 hrs/day. Caller will discuss further with pt and hcp (pt currently traveling abroad).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. The pt's handset displayed service code 201 eri. Caller stated this is unexpected as pt was implanted less than a month ago. Caller stated that electrodes 0 &1 and 8 &15 were programmed. Caller stated pt has two programs - program 1: 4.9amps, 300 pulse width, 50 rate. Program 2: 4.5amps, 300 pulse width, 50 rate. Caller confirmed cycling was not enabled and they suspect that pt uses therapy 24/7. Caller stated that they will be meeting with pt for further troubleshooting. It was recommended that caller obtain mdt log files for review. Caller said they will call back for assistance in obtaining log files. The caller was not with the patient. Rep called back and stated they were with the pt and requested assistance in further troubleshooting in attempting to figure out why pt's ins reached eri already. Caller stated they ran an impedance check and some electrodes were around 500 ohms and no electrodes had high impedances". Caller mentioned pt had 4 programs initially when they were first implanted with the ins but now only currently has two programs. Caller stated the battery level was at 87% and gave an estimated 6 months until eos. Caller also mentioned pt increased their intensity a couple weeks ago to 9.5 and 9.0 on programs 1 and 2. A technical service agent was conferenced in on the call for further assistance and it was undetermined why the ins reached eri prematurely. No symptoms were reported.